Manufacturer narrative:
After further review of additional information received the following sections d10, g4, g7, h2, h3 and h6 have been updated according. As reported, the distal end of a .018¿ 300cm sv8 peripheral steerable guidewire was frayed and did not progress into the distal artery. There was no reported patient injury. Additional procedural details were requested but not provided. One non-sterile guidewire (pgw .018 sv inter 300cm st) was received for analysis. The guidewire was unpacked and laid on a tray to be visually inspected. The coil wire presented a frayed/split/torn condition observed at the distal core wire (ribbon). No other damages or anomalies were observed. Per microscopic analysis, the frayed/split/torn condition was observed and confirmed at the distal core wire (ribbon). No other damages or anomalies were observed using the vision system. A product history record (phr) review of lot 35260702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer as ¿distal tip wires ¿ frayed/split/torn in patient¿ was confirmed. A frayed/split/torn condition was observed at the distal core wire (ribbon). The cause of this condition could not be conclusively determined as the product analysis results do not suggest that this damage could be related to the manufacturing process. Vessel characteristics or procedural/handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the lake region phr review nor the product analysis suggests that the observed damage could be related to the manufacturing process of the unit. Lake region medical has no corrective action specific to the product mentioned above and has no preventative action specific to manufacturing this product differently.

Manufacturer narrative:
After further review of additional information received. As reported, the distal end of a .018¿ 300cm sv8 peripheral steerable guidewire was frayed and did not progress into the distal artery. There was no reported patient injury. Additional procedural details were requested but not provided. The device was not returned for analysis. A product history record (phr) review of lot: 35260702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided, it is not possible to draw a clinical conclusion between the device and the reported event. Without the return of the device for analysis, the reported customer event ¿distal tip-wires - frayed/split/torn - in patient¿ could not be confirmed and the exact root cause could not be determined. Vessel characteristics or procedural / handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and / or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and / or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken. Corrected data: section d10: device available for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (35260702) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal end of a .018¿ 300cm sv8 peripheral steerable guidewire was frayed and did not progress into the distal artery. There was no reported patient injury. The device will be returned for evaluation.